Event description:
Customer reported a high blood glucose level, although the specific value was not known and displayed as "high." There was no adverse impact to the customer's blood glucose level. Customer took corrective action by administering a correction injection via mdi. Technical support advised the customer to inspect various components without detecting significant issues, except for a slight discoloration in the t:lock connection. Customer was instructed to replace supplies as necessary and resume insulin administration, with additional follow-up support requested.